Event description:
Boston scientific received information that patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received a check rv lead message during an in-clinic check. A rising rv pace impedance measurement was noted per daily measurements trend. Also, elevated threshold values were noted along with a stable shocking lead impedance measurement. No noise could be recreated on isometrics and pocket manipulations. Approximately a week later, high out of range pacing impedance measurements were observed. Additional information indicated that the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.